Event description:
The customer reported a clear liquid leak at pinch valve (pv137) of the coulter lh 780 hematology analyzer. The customer indicated that the volume of the leak was unknown and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of lab coat and gloves and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and found a broken tube at pinch valve (pv53) and not pv137. The fse indicated that the tubing at pv53 was leaking clenz and diluent. The tubing was replaced and issue was resolved. Repair was verified per established procedures and results met published specifications.

Manufacturer narrative:
(B)(4).